Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Insulation damage was observed 34-39 mm from the terminal pin end of the lead. There is a large curve in the terminal end of the lead. There is an insulation abrasion in the boot insulation to the ID tag, and a portion of the ID tag was abraded as well. The abrasion is not through to any conductors. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high withing range system impedance measurements greater than 210 ohms. A review of the presenting subcutaneous electrogram noted noisy signals that appeared to be myopotential and there were no indications of oversensing. A x ray was performed and showed a bend on the electrode. Technical services (ts) recommended performing a defibrillation threshold (dft) test to determine if a revision is needed. This sicd system remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. This report contains a correction to fields d4: model number and d4: catalog number from section d: suspect medical device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high withing range system impedance measurements greater than 210 ohms. A review of the presenting subcutaneous electrogram noted noisy signals that appeared to be myopotential and there were no indications of oversensing. A x ray was performed and showed a bend on the electrode. Technical services (ts) recommended performing a defibrillation threshold (dft) test to determine if a revision is needed. This sicd system remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high withing range system impedance measurements greater than 210 ohms. A review of the presenting subcutaneous electrogram noted noisy signals that appeared to be myopotential and there were no indications of oversensing. A x ray was performed and showed a bend on the electrode. Technical services (ts) recommended performing a defibrillation threshold (dft) test to determine if a revision is needed. This sicd system remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis.